Manufacturer narrative:
Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was noted that the forceps elevator had presence of dirt. Other observations for the device are: nozzle is deformed; objective lens, connecting tube has a scratch; elevator k-wire is completely cut off, causing raising angle to be out of standard; adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a wrinkle; ig protector has a cut; control knobs and forceps control lever are dirty; due to wear of angle wire, bending angle in all directions does not meet the standard value; due to deformation of bending tube, the play of right/left knob is out of the standard value; image has black dots to damaged charge couple device unit; deformation of nozzle causes the water removal ability to be below standard; c-cover is deformed; adhesive around light guide lens has wear; and plastic cover has scratches. User complaint of the broken elevator wire is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for evaluation and repair for the issue of broken elevator wire. There is no reported harm to any patient. Upon evaluation of the returned device, it was noted that the forceps elevator had presence of dirt. This medwatch is being submitted for the reportable issue of foreign material on the forceps elevator observed during device evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 03-mar-2022. Update field are h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, we were not able to specify the root cause conclusively. However, we considered that the reprocessing steps recommended in IFU were not performed completely due to the forceps elevator not working caused by breakage of the wire, which made foreign material remain at/around forceps elevator. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.